Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation findings were as follows: due to a worn video connector socket, the image was interrupted and was flickering, there was corrosion on the connector, there was dirt on the front panel and control panel, and there was damage to the top cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center's panel was frozen and there was no video signal. The issue was found during preparation for use. There were no reports of patient injury or harm and no procedural affect.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image disappears was due to failure of the video connector socket.. Olympus will continue to monitor field performance for this device.